Manufacturer narrative:
Failure analysis noted that the insulin pump passed the displacement test. The pump alarmed no delivery during the excessive no delivery alarm test due to faulty force sensor resistor (gold). The pump had cracked battery tube threads and a cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was unknown at the time of incident. The customer stated that he changed sites but still received no delivery alarms. He was advised by his doctor to get the pump replaced. The pump was returned for analysis.